Event description:
The stimulator does not work as intended. Intermittent, and gets heated when charging. The stimulator shuts off periodically, when turned on, it beeps 2x then shuts off. The device has to be turned on and started over. The device has to be turned up 1 bar at a time for strength. After 4 bars, the unit shuts down. Doctors stated that it needed to scar in, st judes reps and stated it will work. Now almost a year out, this device still does not work, has had a revision of the scs, and moved a level down. It still stimulates the abdomen and causing severe stomach pain. The ipg has been reprogrammed by st judes reps many times and still does not work as expected. On (B)(6) 2011, stimulator implanted. On (B)(6) 2011, stimulator turned on and activated. Every 2 weeks after that I was up at the doctors office having it readjusted, still doesn't work. Around (B)(6) 2012 had revision done. Still didn't work. Worked intermittently and shut off. Stimulating abdomen more than any other part of back causing severe stomach pains. (B)(6), I had 14 screws and 5 rods removed from back as st judes reps and doctor thought that it might have been interfering with the pulse signals. Still to this day, (B)(6) 2013. The device still does not work correctly. Dates of use: (B)(6) 2011 - (B)(6) 2013.